Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the post procedure check, the patient reported minor phrenic nerve stimulation mainly when lying on the right side. The left ventricular lead vector was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.